Event description:
During service, technician found the motor jerks and the coupling head jams. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing revealed the coupling head jams and the motor rough running, intermittent and seized due to components. The coupling latches and motor were repaired, tested and returned to customer on 2/5/2013. 510k: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.